Event description:
Reporter indicated that the programming wand was not functioning properly. The reporter was unable to establish communication with te devices implanted in several different patients. The physicians used his back up wand without any issues. A replacement wand was sent to the physician and the old wand was returned to the manufacturer for product analysis; however, device evaluation has not been completed.